Event description:
Customer reportedly obtained a result of 235mg/dl on the device while the doctor's device read 106mg/dl within 10 minutes. No treatment rec'd. No quality controls were used. Requested return of suspect device and replacement was sent.